Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: review of the black box data revealed no power on reset records. The total daily dose amounts correctly reflected the user¿s programmed basal rates. On examination, the battery compartment was found to be cracked above and below the bumper pad. The battery cap that was returned with the pump for investigation was noted to have stripped threads and was not able to be attached to the pump properly. Investigation confirmed pump damage. On investigation, using the returned battery cap, power on reset was duplicated. A new test battery cap was then used on the pump for investigation. With the test cap in place, the pump was able to be powered on and exercised for 24 hours without power interruption. The pump was found to be delivering accurately. The pump was opened for further investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s internal components. Unrelated to the original complaint, the display was noted to be dim/faded/discolored.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring 380-390 mg/dl with symptoms suggestive of hyperglycemia of polyuria and dizziness/lightheadedness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. The reporter stated the pump had a crack in the battery compartment and experienced intermittent power issues. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy with a damaged pump that demonstrated intermittent power issues.